Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty opening the clip and unintended movement of clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic still image and two (2) echocardiographic still images of the reported device were provided. All three images were taken post deployment in which the implanted clip (reported device) can be visualized. The post deployment clip arm angle observed in the images appears to be ~40° - 45° which is larger than the typical range of clips implanted per the instructions for use (10° - 30°). While this is an estimation based on visual assessment with the unaided eye, it is apparent that the reported clip is opened beyond the expected fully closed position per the instructions for use. No pre-deployment cine of the reported clip was provided. As such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment) and a potential arm angle change post-deployment cannot be determined based on cine evaluation. However, under the assumption that the reported clip was closed per the IFU prior to deployment, the post deployment state of the clip observed in the images provided presents with an abnormally large clip arm angle which is indicative of a clip open while locked (cowl) event. Therefore, the reported post deployment cowl is confirmed. There are no other observations based on the images provided.¿

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 3-4 functional mitral regurgitation (mr), thin leaflets, and atrial fibrillation (afib) for a mitraclip procedure. It was noted that afib had started before the procedure and was not caused by the mitraclip as per the physician. The plan was to complete the procedure and then treat afib with cardioversion. During device preparation and the procedure, the lock lever had to be retracted 5mm above the blue line to open the clip. After deployment of a mitraclip xtw the clip opened slightly from a closed clip angle to 20-30 degrees. Cardioversion was performed and the patient left the procedure stable with normal sinus rhythm. The final mr was grade 1. There were no adverse patient effects and no significant clinical delay caused by the device.